Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient's ventriculostomy catheter broke apart. According to the report, part of the catheter still remained in the patient's head and the remainder was removed by the surgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.